Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device does not charge. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Follow up was mistakenly reported as -002 and should have been follow up -001.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.